Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log file. A review of the log files spanned approximately 17 days ((B)(6) 2020¿(B)(6) 2021 per time stamp). On (B)(6) 2021 from 15:56 to 20:53, intermittent backup battery fault alarms accompanied by a yellow wrench advisory occurred due to a backup battery load test failure. At 20:53, a single no external power alarm briefly activated due to both power cables being disconnected simultaneously. The backup battery was able to provide power to the controller during this event and the alarm cleared after the power was restored. From (B)(6) 2021 at 07:54 to (B)(6) 2021 at16:31, and (B)(6) 2021 at 21:12, there were intermittent power cable faults on the power cables not associated with a power source exchange. These alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate ii system controller was not returned for analysis and remains in use. Multiple attempts have been made to obtain additional information, including the controller serial number and return status¿if applicable¿but it has not been provided at this time. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records cannot be reviewed due to the serial number of the product being unavailable at this time. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use 7, ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5, ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including backup battery fault alarms and no external power alarms. The heartmate ii instructions for use section 2 ¿system operations¿ and heartmate ii patient handbook section 2 ¿how your heart pump works¿ warns the user that at least one system controller power cable must be connected to a power source at all times. The heartmate ii instructions for use section 3 ¿powering the system¿ instructs the user how to safely switch power from one source to another, and warns the user to not rely on the controller¿s backup battery as a power source, as it will only power the pump for a limited amount of time and the pump will stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patients recent backup battery faults were reported under MFR # 2916596-2021-01285. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had backup battery fault alarms. The backup battery was exchanged twice within the last few months. It was not known when the patient's last controller exchange was. The patient had do not resuscitate status and was not stable for a pump exchange. A log file analysis captured backup battery fault alarms on (B)(6) 2021 starting at 15:56. This type of issue could have been caused by the backup battery, the backup battery ribbon cable not being fully seated, or the controller. A controller replacement was advised to resolve the issue.